Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care professional (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported by the patient that she had a "non working pump" in her for 3 years relative to the report date of (B)(6) 2019. It was noted "dead battery. Has morphine in it. Sure crystalized bad." The pump was due to be refilled on an unspecified date but she could not get a ride "or pay $700.00 for a taxi." She noted that she had not had a refill in "3 years." Note that this is contradicted by the medical records provided by the hcp. The patient was last seen for a refill per the records on (B)(6) 2018, less than one year prior to the report. The patient reported that after the last time she missed a refill she experienced three days of vomiting, dehydration and "nearly died had a heart attack was found in [her] house unconscious." She was combative when admitted to the hospital. She was treated with narcan which did not help and was admitted to the intensive care unit (ICU) for 2 weeks on (B)(6) 2017 and spent another 2 weeks in the hospital. According to the patient she had a history of a bad heart and she was warned by the doctor that because she was on "such a high dose of morphine that they could experience a heart attack or stroke if their medication was to stop." According to the patient, the doctor felt that the pump not delivering medication was the reason for the events which occurred after she missed the refill. After the patient was discharged from the hospital she was "weak and sick and was never able to get the pump replaced as desired." It was noted that the patient had been scheduled for an expected pump replacement (the patient's eri alarm was reported on (B)(6) 2017) on (B)(6) 2017 but the surgery was rescheduled. It was rescheduled again as the patient was in the hospital due to the above mentioned heart attack. She had been seeing a local pain doctor until he stopped taking her insurance. She could not find a doctor to remove the pump "before any danger happens." No further complications were reported.